Manufacturer narrative:
Analysis was unable to confirm the reported unresponsive control knob. Analysis was able to confirm the reported broken hanger assembly. Analysis also noted that the main seal was damaged and the display wires were pinched without compromised wire insulation. Additionally, the upper case, lower case, display frame, encoder assembly, four knobs, one case screw, four encoder nuts, six main printed circuit board (pcb) screws, and the main pcb were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom dial on the external pulse generator (epg) no longer responded properly when being turned faster. Sometimes the knob would increase values instead of decrease them. It was also noted that the pole clip was broken. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.